Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the balloon burst before max pressure was reached. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results the returned hurricane rx dilatation balloon was analyzed, and visual and microscopic inspection found no damages to the device. Functional testing found the balloon was inflated without a problem, and it was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The results of the analysis performed on the returned device found the balloon was able to be inflated without a problem and was able to hold pressure. No visible damages were noted. Therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the balloon burst before max pressure was reached. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.